Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
A physician reported that during a cataract surgery an ophthalmic blade was slightly bent. There was no patient harm.

Manufacturer narrative:
One opened knife with foam tip protector in a blister was received for the report of a slightly bent blade. The sample was dimensionally inspected and was found to be conforming to the product drawing. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photos attached to the parent complaint were reviewed by the manufacturing site. The three photos are of a knife in a blister tray, the reported product complaint was not confirmed. The returned sample was found to be dimensionally conforming, therefore the slightly bent blade as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the knife was manufactured to specifications. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required the manufacturer internal reference number is: (B)(4).